Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope displayed scope communication error code b30 and had no image shown only static. The event occurred during inspection for use. There were no reports of patient involvement.